Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued d.10. Concomitant therapies: ambien, januvia, mourjaro, xanax, atorvastatin, etodolac, glyburide. Continued h.6. Health effect - impact codes: f2201. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 5 ml of juvéderm voluma® xc in the cheeks and 7 ml of juvéderm vollure¿ xc into nlf, cheeks, marionette lines and chin area. The next day, patient was injected with 3 ml of volux¿ xc in b jawline and gonial angles, 2 ml of redensity (rha) to perioral area and 31 units of botox to gabella/frontails. Two weeks later, patient developed edema, tenderness and firm to palpation in the jawline, nlfs and marionette lines. There was no reaction in the perioral area or in the botox treated area. A week later, aspiration performed in the b jawline where volux was injected and started patient on doxycycline, benadryl / nsaids. 3 days later, 1 & d in b jawline was performed. 3 days later, hylenex injected in r gonial angle, jawline and right cheek. 2 days later, changed medication to kelex d/t gi sx and another 1 & d in l jawline was performed. 2 days later, hylenex injected into nlfs, l cheek, marionette lines and l gonial angle. Approximately less than a month later, patient was treated with prednisone, seysara, benadryl / nsaids. A week later, hylenex injected into l gonial angle and r oral commissure. Two weeks later, patient developed slight inflammation to the l gonial angle. Pain has resolved. Symptoms ongoing.